Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application screen display froze. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of frozen screen display was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided. Review of the data log confirmed did not confirm the reported event of a frozen g5 mobile application was not confirmed . A root cause could not be determined via data.